Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient was experiencing pain where the spinal pak was placed. The sales representative told the patient to stop wearing the device and that someone from our company would reach out to him. The patient's wife called back and stated that at the bottom of the incision, he had a little egg, and it was swollen on the shoulder blade. The swelling happened while the patient was using the device, this started on friday night. The device was fitted on friday morning. The patient woke up during the night with pain; the patient had cervical fusion. The electrodes were placed on both sides of the back of the neck. The incision is on the back of the neck. The patient has not increased his daily activities. The pain is below the skin, and the pain level is about an 8 out of 10. The doctor prescribed methocarbamol 2 500mg every 6 hours and oxycodone 10-325 mg 1 every 8 hours. The patient was not seen by his doctor. The surgeon told the patient that the x-rays were good and to call the pain management doctor. Customer service told the patient to wait a few days to resume treatment by doing the time test. It was later reported that the patient went in for an appointment with the surgeon on wednesday. The surgeon confirmed there was swelling and performed a CT scan. The CT did not show any infection or anything abnormal. The doctor instructed the patient to restart treatment for 1 hour per day once the swelling goes down and to subsequently increase treatment by 1 hour per day. The patient's wife stated the swelling has decreased in the center of the patient's neck, but the shoulder blades are still quite swollen. The patient is hoping to restart treatment within the next couple of days. The patient's wife confirmed there were no further prescriptions or medical interventions recommended by the doctor.

Event description:
It was reported that the patient was experiencing pain where the spinal pak was placed. The sales representative told the patient to stop wearing the device and that someone from our company would reach out to him. The patient's wife called back and stated that at the bottom of the incision, he had a little egg, and it was swollen on the shoulder blade. The swelling happened while the patient was using the device, this started on friday night. The device was fitted on friday morning. The patient woke up during the night with pain; the patient had cervical fusion. The electrodes were placed on both sides of the back of the neck. The incision is on the back of the neck. The patient has not increased his daily activities. The pain is below the skin, and the pain level is about an 8 out of 10. The doctor prescribed methocarbamol 2 500mg every 6 hours and oxycodone 10-325 mg 1 every 8 hours. The patient was not seen by his doctor. The surgeon told the patient that the x-rays were good and to call the pain management doctor. Customer service told the patient to wait a few days to resume treatment by doing the time test. It was later reported that the patient went in for an appointment with the surgeon on wednesday. The surgeon confirmed there was swelling and performed a CT scan. The CT did not show any infection or anything abnormal. The doctor instructed the patient to restart treatment for 1 hour per day once the swelling goes down and to subsequently increase treatment by 1 hour per day. The patient's wife stated the swelling has decreased in the center of the patient's neck, but the shoulder blades are still quite swollen. The patient is hoping to restart treatment within the next couple of days. The patient's wife confirmed there were no further prescriptions or medical interventions recommended by the doctor.

Manufacturer narrative:
Additional information- a: date of birth, b4: date of this report, d4: model number, h4: device manufacture date, d3: manufacturer email address, h6: method, results, and conclusions. Corrected data- b2: outcomes attributed to adverse event, d1: brand name, d2: common device name, g3: date received by manufacturer, g4: PMA/510 (k)#, h6: device code, impact code, and component code. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trends.